Manufacturer narrative:
Investigation determined that the minute ventilation (mv) sensor in ingenio devices has the potential to increase the pacing rate to the maximum sensor rate more quickly than expected. As a result, a software update was released in 2013 that reduced the minimum mv response factor settings and re-distributed the remaining mv response factors to provide a consistent change in sensor rate across the range of mv response factors. This corrective action is expected to reduce, but not eliminate the occurrence of this behavior.

Event description:
It was reported that this implantable device was previously reprogrammed for sensor optimization for this patient who had been feeling very out of breath during most activities. The physician discussed the potential consideration for sensor optimization given the patient's description of symptoms could potentially be over response in some situations. An exercise stress test was performed, and the patient will be followed in the near future. No adverse patient effects were reported.